Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure to treat a fracture at t10. 6 levels were instrumented with two levels in between without instrumentation. It was reported that the top and bottom sleeves released from the screws while threading the rod through the sleeves. A small incision was made in attempt to get a beale reducer on the screw. The surgeon was able to get sequential reducters attached to finish the surgery. No additional patient complications were reported.